Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: incorrect vertex measurement. A surgeon reports that he has noticed sometimes pts have been treated with 12.00 vertex and some with 5.40 vertex. He prefers 12.00. The surgeon inquired about how the vertex could be different and was informed that this is a data entry field set by the user. The surgeon stated, there had been no harm or injury and all pt outcomes were as he had expected. The surgeon declined to provide any further info as he has no concerns regarding these pts.